Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, the opening and closing were checked and the device was not used on hard tissue. The firing stopped once and the device stopped moving forward from half way. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.